Event description:
I had a total knee replacement done (B)(6) 2019. It did well for approx 1-2 years. Then I began to have increased swelling and pain along with decreased mobility. I made several visits to my orthopedic surgeon and on the last one he said there was nothing more he would do and I would just have to live with it. I proceeded to see another orthopedic surgeon and after a MRI which showed no changes from a previous one and a bone scan that indicated possible loosening, he recommended a revision. I underwent a revision on (B)(6) 2024. Post op dx was failed arthoplasty. Md also found an occult fracture on the anterior tibia.